Manufacturer narrative:
B3 date of event - aware date used as event date is unknown.

Event description:
It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for a follow up imaging procedure. The imaging showed that there was a 2mm leak that was present. The patient had an additional procedure to treat this leak. The patient came in for another follow up transesophageal echocardiogram (tee) imaging procedure. The imaging showed that there was another 2mm leak that was present. The patient has experienced hypertension post procedure that was medically treated. Additional imaging post procedure had shown that the patient had a pleural effusion and a pericardial effusion.